Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. The returned product was one 4 fr single lumen powerpicc solo catheter. An initial visual observation showed use residue on the returned sample. The catheter was flushed and pressurized, and a spraying leak was observed in the extension leg tubing about 1 cm proximal to the molded joint. A microscopic observation revealed a somewhat large split at the leak site. The edges of this split were observed to be straight and distinct, and striations were observed on the fracture surfaces, which were observed to be somewhat lustrous. These observed features are indicative of damage caused by a sharp-edged instrument such as a scalpel. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer, a hole in the catheter in the middle of the outer part of the catheter between the injection site and the wing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, a hole in the catheter in the middle of the outer part of the catheter between the injection site and the wing. No other information was provided.